Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. Customer¿s biomedical engineer (biomed) evaluated the unit. According to customer their biomed confirmed that the unit has no longer the problem and its works fine. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer contacted technical support (ts) describing a nav-ring issue. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 21aug2019. Updated: device usage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.